Event description:
While treating a patient (age & gender unknown) the patient responded as if the device self-charged and delivered energy. There was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and observed proper operation during functional and performance testing. The reported malfunction was not replicated or confirmed. Evaluation of the data card file from the event concluded that the device worked appropriately. Follow-up communication with the customer revealed that the patient had an implantable cardiac defibrillator which is most likely the source of the attendants description of the events. The device was returned to the customer.